Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had an ablation on (B)(6) 2022 where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. The issue was resolved with connecting to the representative's clinician programmer and therapy was restored with no further intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.